Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transanal rectal tumor resection procedure, after clamping the tissue of rectum, the staples were stuck when firing. The surgeon was able to press the safety and squeezed the handle but was not able to grip it that the device did not fire. They change a new reload to continue the procedure. There was no patient injury.